Event description:
It was reported that during a supply change the applicator was activated incorrectly, resulting in the cannula not being fully inserted and the infusion set being deployed improperly; the user was guided through a site-only change to complete the supply change for the infusion set and cartridge. Replacement supplies were shipped and troubleshooting and education were completed. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improperly performed procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.